Event description:
During cardiac catheterization procedure, externalized conductors between svc and rv coil of the lead were observed no electrical anomalies were observed. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that a patient presented in clinic with lead noise. Noise was reproducible. Lead replacement was suggested.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicates that the lead was capped and replaced. The patient is stable post-procedure.